Event description:
Symptoms/ae: in-stent restenosis. Time of ae: approximately 1 year post stenting. It was reported that approximately 1 year post an uneventful left internal carotid artery stenting procedure, the patient had in-stent restenosis. Initially, at an unknown time, this vessel underwent a carotid endarterectomy. Due to restenosis of the vessel, in 2005, the vessel was stented with the rx acculink. Approximately one year post procedure, a follow-up ultrasound revealed in-stent restenosis. A confirmatory angiogram in 2006, revealed high grade stenosis at the region of his distal sent and into the vessel-99% stenosis. The patient was asymptomatic. Four months later, an rx acculink was placed covering the distal end of the existing stent. There were no adverse patient sequelae reported. Although requested, there is no additional information.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was not identified; therefore, a device history record review could not be performed. Restenosis is a possible adverse event associated with the use of carotid stents listed in the instructions for use. No device malfunction was described.